Event description:
It was reported that a patient experienced jerking and felt the implantable pulse generator discharging. During the monitoring, it was noted that atrial or ventricular capture could not be confirmed on the electrogram. Since the initial implant, there was a decrease in p wave and r wave measurements on lead trends, along with an increase in atrial and ventricular capture threshold measurements. The implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 and coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced jerking and felt the implantable pulse generator discharging. During the monitoring, it was noted that atrial or ventricular capture could not be confirmed on the electrogram. Since the initial implant, there was a decrease in p wave and r wave measurements on lead trends, along with an increase in atrial and ventricular capture threshold measurements. High thresholds on the ra and rv lead was also noted. The implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.